Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an abrupt change in right ventricular (rv) pacing impedances. The pacing impedances were not measured out of range and the system will continue to be monitored. The rv lead is another manufacturer's product. No adverse patient effects were reported.